Event description:
A patient services representative (psr) called in to zoll lifecor customer support to report that the battery of a patient was not working. The psr stated that the charger showed a "call lifecor to replace equipment" screen. Support sent the patient a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger (B)(4) has been completed. The reported problem was confirmed. The cause for the charger failure was an intermittent power connector. The root cause of the intermittent power connector cannot be positively identified, but was most likely due to random component failure. No adverse event resulted from the intermittent power connector. The patient received a replacement battery charger.